Manufacturer narrative:
For one of the reported malfunction, the device was returned for evaluation and identified that a detached cath-lock and detached 20.4 cm length of distal catheter tubing. Initial examination showed multiple access & cuts of the port septum with the detailing on the tubing clear. For another malfunction,two (2) electronic photos were evaluated. No obvious deficiencies with the device can be noted from the photos. For the remaining malfunctions, the devices were not returned for evaluation; therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. (Lot number recq0774, unknown).

Event description:
This report summarizes six (6) malfunctions. A review of the reported information indicated that model 0603880c port & catheter allegedly experienced a break. This information was received from various sources. The six (6) malfunctions involved patients with no known impact to the patients. Three of the six patients were females that ranged from 46 to 57 years of age. One patient weighed 51 kgs. The patient age, weight, and gender for the remaining patients was not provided.